Event description:
It was reported that the patient underwent a cervical procedure. A cervical cage was implanted. During the removal procedure due to non-fusion, it was noticed that the flange of the cage was cracked and it came completely off upon removal of the implant. At the junction of the threaded hole, the wire was broken too. It was also reported that the interbody device was implanted to the adjacent level and the adjacent level was fused. The cage was not noticed to be broken on the x-rays prior to the revision surgery. The patient reportedly had undergone several cervical procedures before the cage was implanted.

Manufacturer narrative:
The implant was received in three pieces. First piece is the anterior portion of the implant, including both screw holes, two of the four wire holes, with partial piece of wire attached to one of the holes and most of the anterior threaded hole for insertion. The second piece is also the anterior portion of the implant, including the other two wires holes with a partial piece of wire attached to one of the holes. The third piece is the posterior reminder of the implant. We do not have the remaining pieces of wire. Without having the other pieces of wire present to conduct a microscopic exam, we cannot determine cause of failure. Results are inconclusive. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.